Manufacturer narrative:
(B)(4). Returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Inspection of the device revealed that there were numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the saline error was displayed on the console; however, there were no leaks in the console. The shaft was cut to examine the hypotube underneath the shaft and the hypotube was found broken/fractured at one of the severe kinks 34.5cm distal of the strain relief. The fracture surface were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 09mar2018. It was reported that there was saline error message, the catheter could not complete the priming and the pump was leaking. An angiojet® solent¿ omni catheter was selected for a procedure in the left lower extremity deep vein. During preparation. The catheter primed for four seconds and the system alerted "please check the saline pipeline the saline was filled, please reset the system." The physician reset the system several times and the catheter still could not complete the prime sequence. There was saline under the pump. There were no visible defects on the catheter or console. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure. However, device analysis revealed a broken hypotube.